Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that the patient had a run of ventricular tachycardia during impella cp support. An amio drip was initiated in response to the issue. Support continued uninterrupted.